Event description:
A sales representatives reported that a physician had a tip shear while using the gel mark ultra. It was reported that the metallic marker did not remain in the breast, only the plastic tip of the marker. There no patient adverse effects.